Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not able to interrogate. The device was explanted. No further information is available.

Manufacturer narrative:
Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. Slightly high current was detected during initial testing, however subsequent measurements were unable to reproduce the high current upon further evaluation. The current was found to not be significant to cause the premature battery depletion and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.